Manufacturer narrative:
The ventilator was investigated on site by our field service engineer. The error could not be replicated. No parts were replaced or returned for further investigation. No further faults have been reported. Evaluation of the device logs could confirm the reported issue. The ventilator failed a pre-use check (puc) on 2020-08-03 due to leakage. A ventilation was started without passing a puc and alarms, including the reported low air supply pressure alarm, was triggered after a few minutes of ventilation. A new puc was performed with successful results. On the following day ventilation was started again and the same alarms were triggered. After the ventilation a puc was performed and passed. The device logs show that there was variations in the gas supply pressure in the different pucs. All values are within specifications but the variations could be a sign of fluctuations in the compressed air supply pressure which could cause the reported error. A fault in the air supply may, depending on the o2 concentration being used lead to a higher than set o2 concentration being delivered. If present, the fault will be detected during pre-use check. Since the reported error could not be reproduced, no root cause could be established.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator alarmed for low pressure. There was no patient harm. (B)(4).